Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient showed shortness of breath, it was also indicated that this right ventricular (rv) lead was not working and it was surgically abandoned. No additional adverse patient effects were reported.